Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 4.50mm x 12mm nc emerge® balloon catheter was advanced for dilation however, during inflation below the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.